Manufacturer narrative:
The insulin pump was received with no frozen screen, blank display, display anomaly or button error alarm noted. The insulin pump's time clock moved. The pump had unresponsive up and down buttons due to corroded keypad traces. The pump was unable to perform operating currents, self-test, unexpected error test and displacement test due to unresponsive button.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump¿s display was frozen. The customer¿s blood glucose level was 207 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.